Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reset the pump to clear the malfunction alarm; however, the pump battery was unable to charge despite using multiple wall adapters, usb cables, and power sources. Reportedly, the pump eventually began to charge successfully. Additionally, the pump shut off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged shutdown issue was verified in the pump logs; however, no failure was identified. Additionally, the malfunction and battery charging issues were verified.